Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the monitor failure was isolated to shorted +5v/-5v power supplies on the computer/analog pca. The root cause for the shorted power supplies could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed pulse testing.